Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. The device was being replaced because of moderate gel bleed, and the rupture was discovered during the explantation, which took place on (B)(6) 2018. Ruptured implant was replaced with a mentor memorygel breast implant 400cc gel breast prosthesis.

Manufacturer narrative:
It was erroneously submitted to the FDA that there was moderate gel bleed in the suspect medical device. There was no gel bleed, only material rupture in the suspect medical device. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the gel contained appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation discovered three rents on the device performing leak testing according with the mentor procedures. Rent a measuring approximately 0.1 cm within a crease on the anterior aspect; rent b and c measured approx. 0.1 cm within crease and shell abrasion, suggesting in-vivo folding or creasing of the device, both located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).